Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump failed to power up after a bath and moisture was evident in the battery compartment. No visible damage to the pump was noted by the customer. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged no power issue was not duplicated in the evaluation. Review of black box history found power-on-reset event after occlusion alarm and after a discharged battery was installed in the pump. The coin slot on the battery cap was damaged but it was able to secure properly. Using a test battery cap, the pump powered up to and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruption. Related to the complaint, a battery compartment crack was found to the side of the compartment at the threads and moisture was evident inside the compartment. A leak test showed a battery compartment leak. The pump casing was opened and no evidence of moisture intrusion or intermittent condition was found inside the pump.